Event description:
A ventilator was returned to the manufacturer service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, "service required" codes were found in the ventilator's downloaded error log related to the internal battery. The device's internal battery needs replaced to address the issue.